Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR. It was reported that the shock impedance on this lead was sometimes too high greater than 150 ohms. During a follow-up in office the measurements varied from 105 to 130 ohms. The device remains actively implanted. An implant date was not provided. Should additional information become available this file will be updated.